Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unknown date, the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (2gm, intraperitoneal, ongoing) and gentamycin injection (20mg, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was remained hospitalized and was recovering from the event. It was reported that pd was on hold and the patient was switched to hemodialysis (twice a week). Patient retraining was completed. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that antibiotic treatments were discontinued and the patient was recovered from the peritonitis event and was stable. The pd catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.